Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a needle was dropped inside the patient and was retrieved. No fragments of the large needle driver instrument fell into the patient, however, needle(s) falling into the patient may require surgical intervention if it were to recur. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a total benign hysterectomy, the customer had issues with the needle driver. The surgeon removed their head prior to releasing the master tool manipulators (mtm). The jaws of the needle driver then released the needle. The needle was retrieved successfully. The procedure was completed. Intuitive surgical, inc. (Isi) followed up to confirm that the robotics coordinator has spoken to the surgeon and believed it was a user error. The surgeon had also collided arms with the instruments during the procedure. The surgeon was working on a larger patient, making it difficult to perform the procedure. Also, the surgeon had only completed a few robotics cases and was inexperienced with the da vinci system.